Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the implantable neurostimulator (ins) shutting off and lack of pain coverage was not determined. The patient stated that they woke up during the night and the ins went off. The patient mentioned that their family member tried to turn it back on, but had some difficulty putting it in their lower back. It was noted that the patient¿s issues had been resolved. The patient mentioned that a manufacturer representative put it in place and their back was feeling good. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient reported her ins went off and her husband turned it back on, but he is having some problem "getting it on properly", meaning that the patient is no longer feeling therapy in desired area. It's not stimulating/covering the back pain its more to the right leg. The patient went to the ER on monday because she had so much pain and the doctor checked everything and the only thing she sees that could cause this pain in the rectum would be the ins. The patient's husband normally manages therapy adjustments for the patient but he is not available so her daughter is assisting during the call. The patient's programmer shows stimulation is on and they have to ability to change amplitude and groups. The patient only has access to group a and 1 program within this group. The adaptive stimulation is currently not enabled. The patient was asked if she normally used adaptive stimulation feature and patient indicated she does not however would like to try enabling as part of troubleshooting. It was reviewed how to enable adaptive stimulation (as). It was confirmed the controller is displaying correct position and amplitude. With as enabled the patient reported she feels stimulation sensation closer to her waist and pelvic area, and no longer in the leg/thigh but is still not covering the desired area of the back. It was then reviewed how to disable as since it did not resolve the issue and recommended decreasing amplitude to a comfortable spot. The caller decreased amplitude to 1.90v and this was more desirable for the patient, but still did not resolve the issue. The patient was then asked if she is still having pain in her rectum and the patient stated when she is laying she cannot tell, she can only tell when she is walking. No further complications were reported. No additional patient symptoms were reported.